Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they were performing an off pump coronary artery bypass grafting procedure and planned to use a hst iii system (3.8mm) device to assist with the proximal anastomosis. Before using the cutter to make a hole in the aorta, the surgeon attempted to load the heartstring. The proper steps were taken to load the device (squeeze, hold, advance, and release). However, when the surgeon pulled the heartstring out of the loading device, the heartstring did not stay rolled up. Therefore, it could not be used and was removed from the surgical field. A new hearstring was opened up and loaded with no issues. The remainder of the case was finished with no further complications. No injuries occurred due to the defect. The only surgical delay was the time needed to open up a new device, which was less than 3 minutes.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 05/19/2025. An investigation was conducted on 05/20/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches. The outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.47 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000441162 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.